Manufacturer narrative:
Implant date is unknown. Per the instructions for use (IFU), structural valve deterioration ( wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological back pressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the degeneration is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist (fcs), approximately 9 years post tavr with a 29mm sapien, a patient is in hospital with mean 23mmhg, severe ai, ava calculated 0.72. Fcs attempted to get serial number of valve but appears that patient's valve was not registered. Patient coded the night before this report and they will not be getting tav in tav. Upon follow up, the fcs advised that the patient had ai and possible vegetation. The patient hospitalized 2 weeks prior to the procedure date in iowa- did not get treatment right away. Had positive blood cultures and appeared to be septic. The patient symptoms were shortness of breath (sob) and heart failure symptoms. There may have been vegetation noted on valve. The last status of patient was comfort care- no planned intervention.

Event description:
As reported by a field clinical specialist (fcs), approximately 9 years post tavr with a 29mm sapien, a patient is in hospital with mean 23mmhg, severe ai, ava calculated 0.72. Fcs attempted to get serial number of valve but appears that patient's valve was not registered. Patient coded the night before this report, and they will not be getting tav in tav. Upon follow up, the fcs advised that the patient had ai and possible vegetation. The patient hospitalized 2 weeks prior to the procedure date in iowa- did not get treatment right away. Had positive blood cultures and appeared to be septic. The patient symptoms were shortness of breath (sob) and heart failure symptoms. There may have been vegetation noted on valve. The last status of patient was comfort care- no planned intervention. Medical record review CT angiogram findings for cardiac aortic valve. Leaflet thickness moderately increased in particular of the left coronary cusp. Severe motion leaflet restriction. Leaflet calcification, absent. Patient had hemodynamic deterioration including worsening shock and cardiac arrest with CPR. Due to worsening prognosis and clinical context, patient will not benefit from valve intervention. Discussion with family to transition patient to comfort care. Patient expired.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical record review. Sections g6, h2, b5 and b7 have been updated.